Event description:
It was reported that during a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 6 atms. The number of inflations and to what atms is unknown. The lesion being treated is unknown. In the opinion of the physician, the rupture may have been caused by a stent strut. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to detemine root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.